Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of the 3.00x28mm taxus liberte drug eluting stent device broke outside the patient when the physician introduced the device in to the vessel. The lesion being treated was located in the severely calcified, moderately tortuous left anterior descending (lad) artery. The procedure was completed with another taxus liberte stent. No patient complications were reported.

Manufacturer narrative:
The returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 22.3cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Several severe kinks were found along the entire length of the hypotube. The balloon protector and product mandrel were not returned for analysis. Microscopic examination of the crimped stent found no issues. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.